Event description:
Caller reported a malfunction on pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Pump was reset, allowing the caller to reconnect and resume insulin deliveries. A replacement pump was arranged by technical support, and the caller requested and received assistance with completing a pump reset. No further action was required.